Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons, alarmed unexpected restart and battery out limit . Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 88mg/dl at the time of the incident. The customer stated that the act and esc buttons were unresponsive. The customer stated that the time on the clock advanced when monitored. The customer also mentioned that numbers were ramping down on their own and that they received an unexpected restart and battery out limit alarm. The customer was unable to clear alarms due to unresponsive buttons. The customer was advised that the insulin pump needed to be replaced and was advised to monitor insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No ramping numbers noted on the display. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no unexpected battery out limit alarm, unexpected restart alarm and unexpected restart alarm noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.